Manufacturer narrative:
H6 patient codes: 1994, 2240, 1695,1750, 3189-surgical intervention, additional b5 narrative: it was reported that the patient underwent revision surgery on (B)(6) 2016. It was reported that following the procedure patient experienced pain, recurrence, adhesion and erosion. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-29102019-0000573825 submitted for adverse event which occurred on (B)(6) 2016 mwr-29102019-0000573838 submitted for adverse event which occurred on (B)(6) 2018 mwr-29102019-0000573839 submitted for adverse event which occurred on (B)(6) 2019

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.